Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened, but fluid was still able to flow through the fluid path. The download data showed no hazard alarms, timeouts, or drive stalls indicating no struggle to deliver insulin. No other defects or damages were observed that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus.